Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). In (B)(6) 2007 the patient presented with silent ischemia and cardiac catheterization was recommended. The 90% stenosed and 18mm long target lesion was located in the first diagonal with a reference diameter of 2.35mm. The target lesion was pre-dilated with a maverick2 balloon catheter. Dissection was noted which was treated with placement of a 2.25 x 24 mm perseus sv taxus element stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel.